Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported damage to the system controller power cable was not confirmed. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 14 days (15mar2021 ¿ 29mar2021 per timestamp). There were no notable events in the log file related to the reported event. Additional information indicated that no products would be returning. The root cause of the reported damage to the system controller power cable was unable to be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 2 episodes of pump off alarms while on the mobile power unit (mpu) power. The patient's driveline was inspected and showed no concerns. A review of the log file noted a couple of pump stop events on (B)(6) 2021 at 04:20 and another event on (B)(6) 2021 at 05:13. These events occurred on mpu power. Technical support noted that this type of behavior has been linked to potential issues with the percutaneous lead with a short to shield. Technical support recommended that the patient use battery power or a power module with a non-grounded cable. It was later noted that the black cable cord of the pocket controller had breakdown. Related manufacturer reference number: 2916596-2021-01884.